Manufacturer narrative:
The initial reporter's phone number: (B)(6). Initial reporter zip: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, balloon for foley catheter placement capacity stated 10ml on packaging and idc, however after 5ml wfi in balloon unable to inflate further and syringe popping off due to pressure/lack of space in balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). Initial reporter zip: (B)(6). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, balloon for foley catheter placement capacity stated 10ml on packaging and idc, however after 5ml wfi in balloon unable to inflate further and syringe popping off due to pressure/lack of space in balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, balloon for foley catheter placement capacity stated 10ml on packaging and idc, however after 5ml wfi in balloon unable to inflate further and syringe popping off due to pressure/lack of space in balloon.